Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of 2,400 ohms and elevated threshold measurements. Fluoroscopic imaging revealed no anomalies. The physician was going to consider replacement of the lead in the future. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.